Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported aspiration right heart failure, cardiac arrhythmia, and infection could not conclusively be determined through this evaluation. The submitted system controller event log file contained data from 17:47:54 on (B)(6) 2021 to 10:30:06 on (B)(6) 2021. Multiple transient low flow events were recorded on (B)(6) 2021 when flow was captured below the low flow threshold. Of note, pi was slightly elevated during these events. Several low flow events persisted for long enough to result in an audible/visual alarm. Flow returned to its baseline values afterwards. The device appeared to operate as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists right heart failure, cardiac arrhythmia, and infection as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 lists arrhythmia and infection as potential postimplant complications. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook, rev. C, is also available. Several sections of this handbook provide care instructions regarding preventing infection. Section 5 of the patient handbook, "alarms and troubleshooting ", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient developed sustained ventricular tachycardia (vt) with atrioventricular (av) dissociation. The patient received an amiodarone bolus and drip and a lidocaine bolus and drip. Anti-tachycardia pacing was attempted five times with no success. The patient was cardioverted. Also on (B)(6) 2021 the patient was hypoxic. X-rays revealed congestion and some atelectasis or consolidation. On (B)(6) 2021 the patient had respiratory cultures positive for enterobacter and pseudomonas potentially due to aspiration pneumonia. The patient received antibiotics. On (B)(6) 2021 the patient was extubated and switched to a nasal cannula. On (B)(6) 2021 the patient was reintubated due to worsening shortness of breath. The patient had a history of chronic obstructive pulmonary disease (copd) and had post-operative cardiogenic chock secondary to right ventricular (rv) failure. The patient received inotropes and inhaled nitric oxide. On (B)(6) 2021 the patient had vt/ventricular fibrillation (vf) arrest secondary to a hypoxic event. The patient had late extubation and was found unresponsive. Cardiac arrest code (cac) was initiated and the patient was reintubated in the intensive care unit (ICU). As of (B)(6) 2021 the patient remained in critical condition in the ICU.